Event description:
It was reported that pump displayed malfunction code 24 with fault ID malf 24-0x2219 and could not be reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was advised to place pump into storage mode and return it within 10 days using provided shipping materials, and was sent replacement pump with updated software, with instructions to re-enter pump settings and reconnect continuous glucose monitor.